Manufacturer narrative:
This ra lead was capped and abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to infection. The infection was only on the left side where this ra lead was implanted. The associated device was implanted on the right side, so therefore remains in service. There were no additional adverse patient effects reported.